Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. Customer stated that the insulin pump was not functioning. The blood glucose reading is 540 mg/dl. Customer experienced nausea and vomiting for a couple of days. Customer treated with manual injections. The injections were nor bringing the blood glucose down. Hospital treated with insulin drips. The current blood glucose is 99 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.